Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: switch flexible printed circuit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The circuit board unit in the scope connector had corrosion due to water leakage. The cable unit had corrosion due to water leakage. The cover of the light guide bundle was damaged and corroded. The distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had error b30 (scope communication error) and error e216 (scope communication error). The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end was found with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented, by handling the device in accordance with the following instructions for use: tjf-q190v, operation manual chapter 3 preparation and inspection. Tjf-q190v, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.